Event description:
Affiliate reported that fluid did not flow through the device, and the device needed to be replaced.

Manufacturer narrative:
Upon completion of the evaluation, it was noted that this complaint has been confirmed. An occlusion was noted on the device. The lot number was found to be cgdbhj and the product code was 82-3834. Biological debris was the apparent root cause of the device malfunction reported. Debris in the pressure control mechanism can cause the type of problem noted. Review of the history device records confirmed the valve conformed to the specifications when released to stock in april 2006. Based on the results of this evaluation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.